Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caller reported a message 'lo' (reading less than 40 mg/dl) was received on the adc device when compared to a competitor meter result of 78 mg/dl it was further reported that the customer was not responding and was taken to a hospital where the customer's mother administered insulin (type/dose unknown) for treatment. There was no healthcare professional treatment rendered for the reported issue. No further information was provided. There was no report of death or permanent impairment associated with this event.